Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted by deciding to replace the pump, and the customer was interested in obtaining an out-of-warranty loaner pump as part of the resolution.